Manufacturer narrative:
The customer reported that the system did not generate phacoemulsification power during treatment between stages. No system messages (sm) displayed. The surgery was completed the same day. No patient harm was reported. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no phacoemulsification power while changing stages during a cataract procedure. There were no error messages. There was no patient harm. Additional information has been requested.